Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection found tearing at the mouth of the tip cover. The observed tear measuring approximately 0.021¿ to 0.225¿ in length was axially aligned with the mcs tip cover accessory. No sign of thermal damage was observed on either end of the tear. It was indicated that tearings at the mouth of the tip cover are known to be most commonly caused by repeated thermal and mechanical stresses sustained by the mcs tip cover accessory during intraoperative use. The tip cover accessory was functionally tested by inserting it on an in-house mcs instrument. The mcs tip cover accessory, despite the observed tearing, held its place and did not fall off during functional testing. The customer reported event was not reproduced during evaluation. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted total cystectomy procedure, the mcs tip cover accessory fell inside the patient. Although, the mcs tip cover accessory was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted total cystectomy procedure, the monopolar curved scissors instrument (mcs) tip cover accessory fell inside the patient. The user completed the procedure with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) obtained the following additional information regarding the reported event: the mcs tip cover accessory was retrieved during the same surgical procedure. A new mcs tip cover accessory was installed onto the same mcs instrument to complete the surgical task.